Event description:
It was reported that the patient was complaining of being winded when going upstairs and the device being too slow to stop pacing after patient is done exerting themselves. Rate response settings were discussed and the implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 407645 lead, implanted: (B)(6) 2005. (B)(4).